Event description:
It was reported that high impedance was detected on the patient's generator. X-rays were performed and reviewed. Based on the images provided no obvious cause of high impedance was identified. The connector pin appeared to be fully inserted with the connector pin coming through the connector block. A strain relief loop was not present per labeling. A potential sharp angle was observed near the electrodes, however could not be assessed due to the scope and angle of the images. No gross lead fractures or other anomalies were observed; however, the presence of micro-fractures could not be ruled out. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Patients generator was noted to be explanted and returned due to battery depletion. Product analysis of the generator was completed and the device performed according to functional specifications beside the noted end of service condition. During the internal generator data review, high impedance was noted to be observed. No other relevant information has been received to date.